Manufacturer narrative:
G4:02apr2021. B4:06apr2021. The device was evaluated by an international philips field service engineer (fse) who confirmed the reported problem. The fse replaced the blower and the phenomenon was improved. The unit was checked overall, cleaned, run in tests and functionally tested. No other anomaly was reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The blower assembly was received for failure analysis. Visual inspection of the customer returned blower assembly's outer surface revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the blower motor assembly into a fi ventilator to duplicate the reported issue of the noisy blower. The fi technician identified that the noisy blower was verified to produce noise greater than the spec threshold of expiratory positive airway pressure (epap) less than and equal to 40dba and ipap less than and equal to 54 decibels (dba). Symptoms are representative of mechanical alignment and worn bearings. The fault is found on this returned blower assembly.

Manufacturer narrative:
Date of event: (B)(6) 2021. 01mar2021 .

Event description:
The customer reported a ventilator experienced a noisy blower during pre-use check. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay in therapy reported.